Event description:
Customer reported insulin in the reservoir compartment. Customer's current blood glucose reading is 339 mg/dl and has treated with a manual injection. Customer also reported that she had a surgery on her foot. Customer mentioned being aware of the occlusion and stated that the o-ring inside lip of reservoir compartment is missing. Self test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.